Manufacturer narrative:
There was no allegation of power issue; the reporter indicated a stripped battery cap issue. The reporter alleged a casing/condition issue and not a power (power) issue. There was no alleged malfunction against the pump; the issue was reported only against the battery cap.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power) issue. It was reported that there was a power issue and the battery cap is stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.